Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving morphine 23 mg/ml at 12.5 mg/day and bupivacaine 8 mg/ml (unknown dose) via an implanted pump for non-malignant pain. It was reported the patient came in for a refill the morning of (B)(6) 2022 and when they checked the pump it showed a motor stall had occurred on (B)(6) 2022 and a motor stall recovery the same time they interrogated the pump that same morning. It was confirmed they had not heard any alarms sounding from the pump. The hcp noted the family had stated the patient did not have an MRI or around magnetic interference. The patient was a little jittery and shaking a few weeks back. Technical services reviewed to rule out MRI and to check for volume discrepancies at the refill on (B)(6) 2022. Additional information confirmed that during the refill on (B)(6) 2022, the hcp noted the actual reservoir volume (arv) was greater than the expected reservoir volume (erv). The actual volumes were unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that it was not determined if the patient had an MRI at the time of the motor stall as the patient said no. The cause for the motor stall and volume discrepancy was not determine. Regarding the volume discrepancy the pump was filled that day and the healthcare provider said there was slight discrepancy and did not provide further information.